Event description:
Reporter alleged blood glucose results of 76 mg/dl on the advantage system (system 1) compared ot 27 mg/dl on a professional meter when tests were performed back-to-back. The professional meter was also an advantage system (system 2), and the same vial of test strips were used in both meters. Reporter stated customer was thirsty and a little groggy. Reporter stated that customer was given a glucerna to drink and that customer felt better within a few minutes. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect devices and replacement products were sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2.